Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was no impacted. Reportedly, the alarms were able to be cleared or customer changed the pump supplies to address the issue.